Manufacturer narrative:
Concomitant medical products: iexch181855 stent graft, implanted: (B)(6) 2010; bfxch2816135 stent graft, implanted: (B)(6) 2010; bfxch2816135 stent graft, implanted: (B)(6) 2010; 6940-52 lead, implanted: (B)(6) 2000; 694265 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged into the pocket and was causing pocket and nerve stimulation. During a procedure to reposition the lead, when trying to gain access and the guidewire was trying to get past an occlusion, the patient started to have a medical emergency. A code was called and the patient did not survive the procedure. The cause of death is unknown.